Manufacturer narrative:
Zoll has not yet received the zoll thermogard xp ivtm system in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
A (B)(6) male patient was hospitalized due to final stage lung cancer. The patient temperature was getting lower, the physician decided to use an intravascular temperature management therapy. During power-on for patient use, the console displayed an error message mid:26 (low battery) and the customer was not able to clear the error message; therefore, the system could not be used on the patient. The patient passed away shortly after. The physician does not believe the reported issue with the console has a cause-and effect relationship with the patient's death.

Manufacturer narrative:
The customer's reported complaint of the thermogard displayed mid: 26 (low battery) error message was confirmed through functional testing and data archive review. The issue was attributed to a low voltage battery. The lithium battery was replaced to remedy the issue and the console was further tested to full specification without any error message or faults observed. During visual inspection no physical damages were observed. During the review of the event log, multiple error messages mid: 26 (low battery) were observed, confirming customer complaint. Historical complaint was reviewed for service information related to the reported complaint and there was no previous history of complaint reported for thermogard with serial number tgxp11859. The male patient in his 60x, 170 cm expired terminal stage of a lung cancer. The patient coughed up blood and the patient's body temperature was getting lower. The physician intended to use tgxp for treatment. When powered on the console, it displayed a mid26 error message (low battery). The customer was not able to clear the error message. As it didn't resolve, tgxp could not be employed in the patient's therapy. The patient sometimes coughed up blood and passed away in a short while, so the physician believes that the tgxp ultimately might have not been used for the patient's therapy. The patient expired due to ongoing condition of final lung cancer. The physician did not believe the device issue contributed the patient's death. In agreement with a customer, in this not cooled patient, death was related to the patient's clinical condition if terminal stage lung cancer and not related to the fact that ivtm treatment was not provided.